Manufacturer narrative:
Customer indicated that they didn't observe any other protein discrepancies cases after their initial escalation, both before and after the siemens customer service engineer (cse) went on site to update the software. Customers has been monitoring but have had no further issues. It has been suggested that the customer hold on to any future samples that may exhibit a discrepancy. Without the actual sample to investigate, it is impossible to determine the root cause of the discrepant protein result. The complaint is not confirmed. .

Manufacturer narrative:
Customer indicated that none of the patients were impacted by this discrepancy in results. However, they had questions regarding the difference between both methods. The cause for the discordant results is unknown.

Event description:
Customer complaint about discrepancies for the protein result between novus and strip. There was no report of injury due to this event.